Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product complaint # ==> (B)(4). Investigation summary ==> examination of the returned device confirms the reported event of trial damage. The observed cracking is initiating around the metal insert of the trial. A pra (B)(4) (preliminary risk assessment) meeting was held to discuss a product escalation out of australia concerning the attune shims. The team has determined that there is no additional patient risk associated with this issue. Although cracks are occurring, this failure mode does not lead to a patient harm of infection. The rate of infection for attune is within the state rate in the risk management report and is statistically similar to the rate of infection for the total knee class. Although a definitive root cause is not known, a combination user technique, improper technique or misuse, and the use of contraindicated chemicals (non-compliant to cleaning guidelines), may lead to weakening of the material, as seen in the returned device. Based on the performed investigation and pra (B)(4) determination of no additional patient risk, corrective action is not indicated. Continue to monitor via (B)(4). Device history lot ==> null. Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken product was received with a returned set.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.